Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product: g828h083 is not marketed in the us, but is similar to other marketed devices. Thus, it is reportable for malfunction, not serious injury, although surgical intervention did take place. This product is not approved for sale in us but a similar product with catalog# 828-083, 510k# k880215 and UDI (B)(4) is approved for sale in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- pjk involved in the posterior thoracolumbar vertebrae fusion procedure. Levels implanted- t6-s2. It was reported that during use, rod broke. Revision surgery was planned to explant the product on (B)(6) 2021. Product was used correctly according to the directions given in the IFU/labeling. Reported event is revision surgery. Initial surgery was performed on (B)(6) 2016. Procedure was l2-iliac fusion. Mdt products used in initial surgery was tsrh rp, legacy iliac. On (B)(6) 2021, received additional information that patient symptoms are unknown. Product was discarded by the customer after explanting it from the patient's body.